Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. Heparin was given after the transseptal puncture. A watchman access system (was) was advanced into the left atrium. A thrombus was noted attached onto the was which was subsequently aspirated and removed. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and implanted after meeting release criteria. The procedure was concluded, and the patient woke up with no neurological issues. It was further reported that it was a watchman trusteer access system (was). The patient was noticed to have noticeable spontaneous echo contrast (sec). The activated clotting time (act) was taken after the closure device was deployed and did not result until the procedure was completed. Heparin was only given once during the procedure, after the transseptal puncture.

Manufacturer narrative:
B5: information added. D1 - d2b, d4: correction made. H6: codes updated from no findings available to known inherent risk of device, and no findings available to no device problem found.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. Heparin was given after the transseptal puncture. A watchman access system (was) was advanced into the left atrium. A thrombus was noted attached onto the was which was subsequently aspirated and removed. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and implanted after meeting release criteria. The procedure was concluded, and the patient woke up with no neurological issues.